Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. The unchanged mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. And frail leaflets. A mitraclip xtw was inserted and deployed. However, a significant medial jet was observed. The posterior mitral valve leaflet (pmvl) became damaged, causing flail and rupture, during grasping attempts. It was noted that the clip remained attached to both leaflets. A second clip was then inserted and deployed medial to the first clip. However, the mr remained at a grade of 4. Therefore, the procedure was discontinued, and no additional clip were implanted. There was no clinically significant delay in the procedure. The patient was reported to be stable and transferred to recovery.